Event description:
Unomedical reference number (B)(4). Event occurred in the united states it was reported that on (B)(6) 2022, the patient's infusion set's tubing separated (broke) from the head of the connector piece, not at the clip, and that patient was unable to use the infusion set due to the separation. This issue occurred immediately after insertion. At the time of the event, her blood glucose level was 120's mg/dl. Moreover, they replaced the infusion set and resumed insulin successfully. No further information available.